Manufacturer narrative:
A customer technical support (cts) assisted the customer with troubleshooting and reviewed event log in pro service; the instrument is showing multiple errors, cartridge chemistry (cc) sample probe, up/down, level sense, and also cap piercer related issues. Cts advised the customer to ensure cap piercer is disabled through software setup, then stop and home to initialize hardware. A bci field service engineer (fse) visited and found cap piercer flooding and cc sampling motion errors, possibly caused by the flooding. Fse found broken wire on vacuum valve, replaced connector and ran capped tubes through with no flooding. Per fse patient samples were not affected.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak in the cap piercer system. No injury or exposure was reported.